Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection cefepime 1 g nightly (route not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, cefepime remains ongoing and the patient's recovery status was unknown. No additional information is available.